Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 433 mg/dl. The customer was treated for high blood glucose with manual injection lantus. The customer declined to troubleshoot for high blood glucose. The customer was advised by healthcare provider to call back when blood glucose is stable in order troubleshoot for high blood glucose.